Event description:
It was reported that during an unk procedure, the customer reported that the trigger was broken during initial use. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/17/2008. Sticking jaw/cam. Eval summary: the analysis results for el5ml instrument found that it was returned in good visual condition. The instrument was returned partially cycled, with the jaws closed and one bypassed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. After releasing the jaws, the instrument fed and formed 14 malformed clips. The device was disassembled to verify the condition of the internal components and the ratchet pawl was found to be worn out causing the anti-backup, in addition the fed bar was found disengaged from the feed bar connectors, therefore causing firing issues. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.